Event description:
The customer's family member states that the device is missing high readings that customer must have been getting. Customer was admitted to the hosp for high blood glucose for the fifth time. The family member did three blood glucose tests in a row and received results of "hi", 78 and 365mg/dl. The family member believes customer has not been dosing the correct medications because the device is reading low. The customer was given an IV at the hosp. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.